Event description:
The following information was provided by the initial reporter: it was reported that the device had "motor service due" and a damaged battery compartment. There was no patient involvement, and no patient harm/adverse event reported. The following information was provided by the investigation: found dso (downstream occlusion) seal delaminating.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Customer complaint of "motor service due" confirmed with visual inspection and functional testing. Replaced motor and set odo (odometer) to zero. Upon further inspection, found damaged battery compartment, replaced battery compartment. Found uso (upstream occlusion) seal buckling, replaced uso seal. Found dso (downstream occlusion) seal delaminating, replaced dso seal. Found front piezo non-functional, replaced piezo. Performed pvt (performance verification testing), unit passed all testing criteria. Software updated. Unit reset to standard configuration. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.